Event description:
Patient requested a new pump because her current pump is broken. No further information reported. Lot number and expiration date unk. Unknown if patient experienced an adverse event due to the defective product. Unknown if patient has the product on hand. Solicited call indication: common variable immunodeficiency with predominant immunoregulatory t-cell disorders dosing frequency information: infuse 8gm (40 ml) subcutaneously for 2 days every week. Reported to (B)(6) by pt/caregiver.